Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics. At the time of this report, the peritonitis had not yet resolved. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A sample was not available for analysis. A review of all batch record documents was performed for potentially associated lot number h13c20064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. (B)(4).